Event description:
After inserting the lens into the eye, the surgeon found that the lens haptic was broken. He removed and replaced the lens.

Manufacturer narrative:
This form was completed by the manufacturer.